Event description:
It was reported that during a left internal carotid artery stenting procedure, during pre-dilatation ballooning with a 4.0x40 viatrac plus balloon, the patient experienced a transient clonic motion of the extremities which resolved as ballooning was complete. Reportedly, this occurred secondary to the deprivation of cerebral blood flow due to the occluded right internal carotid artery. Additionally, during the procedure, the patient experienced bradycardia and hypotension, which were treated with atropine, neosynephrine and a dopamine intravenous drip. Both conditions are listed as continuing and improving. On (B)(6) 2011, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: viatrac 14 plus; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of seizures, bradycardia and hypotension are known potential adverse events as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.